Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the soltive powered laser surgical instrument was unable to turn on and smoke came out from the back. The issue occurred during inspection for use. There were no reports of patient harm.